Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary (B)(4) the full lead was returned and analyzed. The primary analysis finding noted no anomalies were found. Visual analysis noted the lead had apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.